Event description:
It was reported that the patient was still having discomfort at the pocket site despite multiple pocket revisions done. The patient underwent an ipg and lead explant procedure. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 19329761.